Event description:
The customer reported that he began feeling ill, and experienced high bg's (262-338mg/dl) eight hours after applying a new pod. Multiple correction boluses were administered which were ineffective at lowering his levels. The customer contacted a cde who brought him insulin and syringes. The pod was deactivated and a manual insulin injection was administered. The pod will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated, and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient, or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. An air bubble was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process, and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels, and could use another device or backup therapy if required.